Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted at this time. The recipient is doing well.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as tool damage to the top and bottom covers. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna shield wires. This is not believed to be related to the return reason. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical and mechanical tests performed. This device was explanted for medical reasons. However, it is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This is not believed to be related to the return reason. This is the final report.

Event description:
The recipient is reportedly experiencing pain localized at the implant site and electrode migration. The recipient has ceased device use. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt, as well as tool damage to the top and bottom cover. All of these anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna shield wires. This is not believed to be related to the return reason. System lock could not be obtained at any spicing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.